Event description:
"The safety feature did not function when the needle was removed in the central treatment room. Risk of needle stick injury".

Manufacturer narrative:
Device history record batch records: 25c12g8670 and 25c11g8672 were reviewed: these batches are within the specifications and no discrepancy was observed during inspection/process steps. No other similar complaint was reported on these 2 batches of 8000 units released in march 2025. Summary of investigation: one surecan safety ii needle, was returned for investigation. Visual inspection of the returned device: the safety system is correctly activated; the green dot is visible. No abnormality is observed at the level of the safety mechanism. No visible defect can explain the non-deployment of the safety mechanism. Manufacturing process review: nothing in production process could explain the met defect. The safety plate activation force was tested compliant during quality control inspections of the two potential batches. Complaints database review: the complaint data base was verified: no increasing trend for this type of incident has been highlighted. Root cause: the safety mechanism of the returned sample was already activated. No defect was detected on the returned sample. IFU recommendation: to withdraw the needle, the IFU specifies the following: needle removal: 1. After completion of treatment, flush the port per institutional protocol. Stabilize the port by securely holding the base down. 2. Firmly pull the wings up until you feel a firm stop and the needle is locked in the safety position. A green dot on the base of the needle confirms safety device deployment. 3. Dispose of set in a sharps container. Conclusion: the complaint is not confirmed. The received needle safety system was correctly secured. No actions plan is foreseen at that time.